Event description:
It is reported that the patient's insulin pump experienced partial display of the screen. The patient's blood glucose level is 51mg/dl. Trouble shooting was conducted and found device was dropped. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip and cracked end cap.